Manufacturer narrative:
The reported complaint of error message user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial (B)(4)) was confirmed during functional test and archive data review. The investigation findings revealed of imbalance between the two loads cells, load cell module 1 was over reported (defected). Therefore, the root cause of the reported ua07 was due to a damaged load cell module 1 in which is likely attributed to wear and tear. The returned autopulse platform was manufactured in april 2011, it is 8 years old and well beyond it's expected serviceable life of 5 years. There was no physical damage on the returned autopulse platform was observed during visual inspection. During archive data review, multiple user advisory 7 (discrepancy between load 1 and load 2 too large) error messages were observed on the event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform failed due to (ua)07 displayed upon powering on. To remedy (ua) 07, the damaged loads cell module 1 identified during evaluation was replaced. After component replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on. The crew was unable to clear the advisory. No patient involvement.